Event description:
It was reported that the device was used during a tram flap. The device was being fired and it tore the vessel when being pulled off. It is unk if the clips scissored or if it was the jaws. The vessel was repaired by use a single clip applier. Discontinued the use of the device. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within mfg requirements when tested. The instrument was fully functional and conforming to mfg requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported event. A batch record review was performed and no anomalies were found during the mfg process.